Event description:
It was reported as "an iabc was inserted for the patient and connected to the iabp. During the operation, the pump frequently displayed a "helium leakage" alarm. After repeated checks of the helium gas cylinder and the helium gas pipeline, no cause was found. Change another pump". The current patient condition was reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported as "an iabc was inserted for the patient and connected to the iabp. During the operation, the pump frequently displayed a "helium leakage" alarm. After repeated checks of the helium gas cylinder and the helium gas pipeline, no cause was found. Change another pump". The current patient condition was repoted as "fine".

Manufacturer narrative:
Qn #: (B)(4). The reported complaint of "helium leakage" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.